Event description:
It was reported that the patient faced infusion set tape not sticking event on 17 mar 2026.

Manufacturer narrative:
E1: (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.